Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested, and the following was obtained: could you please confirm the quantity of devices that presented suture detachment from needle during this single procedure (tapp) being reported? Qty of the product involved is 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-(B)(4) and mwr-(B)(4).

Event description:
It was reported that a patient underwent a tapp procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was detached from the needle during continuous suturing on the peritoneum in the abdominal cavity. It was detached easily when pulling the suture. It was not a control release needle. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was received: we asked the sales rep but the actual device has not yet returned. Qty to be returned: 23 => 0.